Event description:
It was reported, by the pt's son, that post a coronary drug eluting stenting treatment procedure, a heart attack occurred. The pt has a number of drug eluting and bare metal stents; MFR, sizes and implant dates are unk. The pt needed to have a prostate biopsy and his urologist instructed him to discontinue the plavix for the procedure. The prostate biopsy was performed which liberated an infection in the prostate to his blood stream. The infection caused an increase in white blood cells, which ultimately caused another heart attack. The treatment is unk. The doctors identified the infection as e coli. The pt has recovered and is doing fine. Additional info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.